Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 43 mg/dl. Customer treated their low blood glucose with food. Customer advised they have high blood glucose at times then they begin to drop. Customer advised they would follow up with their healthcare provider in regards to low blood glucose levels. Customer advised they did not understand the insulin pump well enough to troubleshoot for low blood glucose levels.